Event description:
It was reported that the coil protruded from the catheter's tip during removal. A 12mm x 40cm interlock-35 embolic coil was selected for use. During procedure, a little over half of the coil was deployed when the coil would not advance further into the 0.035 catheter. The partially deployed coil could not be pulled back into the 0.035" catheter. The coil and catheter were then pulled out from the patient's body as one unit. The introducer came back out of the internal iliac artery during the process. No patient complications reported.